Manufacturer narrative:
Manufactured september 1, 2016 ¿ september 3, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed a leak into the over pouch and broken tubing at the solvent-bonded junction of the white distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition of leak was verified. The cause of the broken tubing could not be determined due to the sample not being evaluated. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into the overpouch. The device was filled with 13500 mg of piperacillin/tazobactam, 25.3ml of citrate buffer in 0.9% sodium chloride. There was no patient involvement. No additional information is available.